Manufacturer narrative:
Patient date of birth, age, sex and weight unavailable from facility.

Event description:
Procedure performed to target a lesion within the right coronary artery. An elca catheter was used for the treatment. During the procedure, a perforation occurred. The injury was successfully repaired, the procedure was completed and the patient survived the procedure.